Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. (B)(6). Trends will be evaluated. This is the same event as 3010536692-2014-00069, -00070. This report will be updated when investigation is completed.

Event description:
Allegedly revised due to mom complications.